Event description:
Needle stuck in her abdomen [needle issue]. Case description: the incident does not represent a serious public health threat. Class iia. This spontaneous report rec'd from (B)(6) and reported by a health care professional nos as "needle stuck in her abdomen". It concerns a female pt using novofine 6mm (31g) (needle) from an unk date and ongoing for "device therapy". Patient's height: not reported. Medical history: the pt was obese and was under chemotherapy. About (B)(6) ago, a piece of a broken novofine 6mm needle stuck in the patient's abdomen. This needle was never removed and not reported. The pt was not on chemotherapy and needed a MRI scan which was not possible because of the broken needle in her abdomen. After unspecified investigation, the broken needle was not found and subsequently a MRI (magnet resonance imaging) scan was performed (date and result was not reported). The overall outcome was "not reported". No further info available.